Event description:
Additional information was received. It was reported that electronic analysis was performed in an attempt to restart. It appeared to restart but the physician felt unsafe to continue given zero obvious reasons for the motor stall (no MRI, etc.). The patient's increased pain and motor stall have not been resolved and the patient was put on a very low rate and increased oral medication till the next step can be determined. No root cause for the motor stall was determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone 10 mg/ml 3.5 mg/day and morphine 3.7 mg/ml 1.29 mg/day via an implantable pump. Indication for use was non-malignant pain and lumbar radiculopathy. Concomitant medication was oral morphine. The date of the event was (B)(6) 2016. It was reported the patient experienced increased pain. A motor stall was seen at initial interrogation. The patient did not recently have an MRI. The motor stall occurred (B)(6) 2016 while the patient was at home. The hcp planned to update the pump to minimum rate, silence the alarm, increase the critical alarm interval to 2 hours, cover the patient with oral morphine and review pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.